Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and their following screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation the screws placed in the spine with the aid of navigation was detected by the surgeons before finalizing the surgery with the navigation display, confirmed with intra-operative verification c-arm fluoro (x-ray) shots, and the deviating placement needing revision was corrected to is intended position at the very same surgery. - the final outcome of the surgery was successful as intended, with the placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolong of ca. 30-60min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the screws placed with the aid of navigation deviating in vertebrae left l5 (not revised) and left l4 (needing placement revision) by ca. 5-8mm shifted lateral, is: - an incorrect calibration of the non-brainlab ultrasonic tissue dissector to navigation by the user, not following brainlab requirements and instructions. Navigation data screenshots provided by the hospital for this surgery show the shape of the instrument did not allow its tip to reach the back of the receptacle in the navigation's instrument calibration matrix as is consistently required for a sufficiently accurate instrument calibration procedure, nor to fit tightly to its smallest possible receptacle due to its shaft. This led to a deviation of the instrument's position display on the patient scan in the navigation, used to create the pilot holes for the following screw placements. Apparently, the resulting deviation of the instrument position display in the navigation was not detected by the user at the necessary user verification of this instrument calibration before use with the navigation - navigation data further shows a corresponding deviation of this instrument's tip visible in the navigation display at the performed user verification with the instrument calibration matrix, nevertheless this instrument calibration was accepted by the user to proceed navigating it for the surgery. Also apparently, the resulting deviation was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery, neither with the other navigated instruments correctly displayed, before performing significant surgical actions with the aid of navigation. In this case, the navigation with the screwdriver correctly displayed the deviation in between the instruments and of the pilot holes, but the vertebra bone position relative to the navigation reference array at the iliac spine was manipulated applying forces with the navigated screwdriver while engaged to/in the bone - which cannot be recognized by the navigation displaying instrument positions on the anatomy locations on the pre-placement patient scan - to artificially align the displayed screwdriver trajectory to the expected screw path. The same appears to have occurred with the navigated tap in left l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the spine for a transforaminal lumbar interbody fusion (tlif) of vertebrae l4-l5, due to spondylolisthesis, with intended placement of 4 spine screws bilateral and a cage for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeons: - with the patient in prone position, attached the navigation reference array on the left posterior superior iliac spine (psis) of the pelvis with two schanz pins. - acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the navigation accuracy to proceed. - decided to perform the laminectomy/decompression of the spine first, being aware that this increases the likelihood of anatomical vertebra movements compared to the scan at spine instrumentations. - calibrated a non-brainlab cage and a non-brainlab shaver to navigation for position display on the patient scan. - prepared the disc space in between vertebrae l4 and l5 with the navigated shaver and placed the cage with navigation at this location. - due to the anatomy changes by this placement, performed another intra-op c-arm scan with automatic anatomy registration to the navigation, verified its navigation accuracy and accepted it to proceed. - calibrated a non-brainlab ultrasonic tissue dissector, a non-brainlab tap and a non brainlab screwdriver to navigation for instrument position display. - starting with left l5, opened the cortical bone and created the first 10-15mm of the pilot hole with the navigated ultrasonic dissector and completed the pilot hole including threading it with the navigated tap. - placed the spine screw following the threaded pilot hole with the navigated screwdriver. - having experienced that it was formerly difficult to find the pilot hole with the non-brainlab tap, since its tip was apparently not sharp enough, decided for the next placement in left l4 not to use the tap. - in left l4, created the cortical bone opening with the navigated ultrasonic dissector, and directly placed the screw with the navigated screwdriver without completing and threading the pilot hole first, with also pulling and pushing the screwdriver, and with it the vertebra bone, to make the screw position in the navigation display appearing to match the intended trajectory. - detected that when releasing the forces on the screwdriver, the screw appeared shifted lateral in the navigation display, and corresponding verification c-arm fluoro (x-ray) shots taken due to this observation confirmed the same lateral screw deviation of ca. 8mm in the actual patient anatomy. - decided to remove and to re-place the left l4 screw to its desired position, as well as to place the remaining 2 spine screws, under fluoroscopic guidance. The left l5 screw also deviated by ca. 5-8mm from its initially intended position, although it was left in place not requiring revision. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation the screws placed in the spine with the aid of navigation was detected by the surgeons before finalizing the surgery with the navigation display, confirmed with intra-operative verification c-arm fluoro (x-ray) shots, and the deviating placement needing revision was corrected to is intended position at the very same surgery. - the final outcome of the surgery was successful as intended, with the placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolong of ca. 30-60min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.